Event description:
The account reported that they have had approximately eight "newer" stretchers which they have had to repair due broken spring spacers in the single assemblies hat resulted in the siderails being unable to latch in an up position.

Manufacturer narrative:
Na